Event description:
It was reported that the patient could not feel paresthesia on program 3 up to 10.0v since the night prior to the report. The patient only had access to adjust their voltage. Their pain was adequately covered if they turned up program 1 or 2. The patient noted that when they laid down their stimulation felt too strong but this was resolved by turning the voltage down. The patient noted that they coughed and stimulation turned back on. The patient met with a manufacturer representative on (B)(6) 2015 to interrogate the device and check impedances. The impedances were normal. An x-ray was taken and also looked normal. The patient had good coverage.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3 9565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).